Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A clinic manager reported a hemodialysis (hd) patient was connected to the 2008t hd machine when a blood leak was observed. The 2008t hd machine generated a blood leak alarm at the end of treatment. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 450. The clinic manager stated the bloodlines used were fresenius. The leak was noted as being an external blood leak from the end cap seal of the dialyzer, and leaked onto the clinic floor. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was less than 100 ml. The clinic manager stated the blood was visually observed and a blood leak test strip was not used. The clinic manager stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient dialyzed 3 times a week and had completed treatment on the machine. The clinic manager stated the sample was discarded.

Manufacturer narrative:
Plant investigation: a production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformance, rework, labeling, process controls, and any other occurrence in production potentially related to the reported complaint. The lot passed all release criteria.

Event description:
A clinic manager reported a hemodialysis (hd) patient was connected to the 2008t hd machine when a blood leak was observed. The 2008t hd machine generated a blood leak alarm at the end of treatment. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 450. The clinic manager stated the bloodlines used were fresenius. The leak was noted as being an external blood leak from the end cap seal of the dialyzer, and leaked onto the clinic floor. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was less than 100ml. The clinic manager stated the blood was visually observed and a blood leak test strip was not used. The clinic manager stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient dialyzed 3 times a week and had completed treatment on the machine. The clinic manager stated the sample was discarded.